Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 45 mg/dl, 36 mg/dl, 40 mg/dl, 32 mg/dl and 120 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.